Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that the iliac bifurcation was excessively tight and there was not enough room to accommodate 2 iliac limb stent grafts. The iliac arteries were severely calcified and moderately tortuous. The decision was made to convert the device to an aorto-uni-iliac system by placing an aneurx cuff in the flow divider after which a fem-fem bypass was performed. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Results: (tight iliac bifurcation, severely calcified and moderately tortuous iliac arteries). Conclusion: (tight iliac bifurcation, severely calcified and moderately tortuous iliac arteries).